Event description:
The olympus representative reported on behalf of the customer, during an endoscopy procedure, the high-definition liquid crystal display monitor presented no image. The monitor could switch ¿on¿ but no image appeared. The customer tried with another signal input, but no image was presented. The serial digital interface (sdi) cable was tested with another system and was functioning. The monitor was inspected before usage. The intended procedure was completed with another system. No patient injury or procedure impact reported.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Concomitant medical products: serial digital interface (sdi) cable, model # unknown. The device was evaluated by olympus. The evaluation found that "monitor can be turned on, but no image appearing" issue was confirmed. It was found that the problem was due to printed circuit board component failure. The board part was replaced. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.